Manufacturer narrative:
Initial.

Event description:
It was reported that the infusion tubing became caught and the connector fractured inside the pump, and the user provided a photo; a replacement device was arranged, and the event aligns with a device fracture involving the connector/coupler component. No injury, adverse clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact, and blood glucose remained stable after the user contacted support promptly. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a component failure resulting in a connector fracture at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.